Event description:
It was reported that the healthcare provider (hcp) found extra meds in the pump reservoir during two separate refills. They did a catheter dye study and it was stated that the catheter did not aspirate well. Location of the issue was stated to be catheter tip. The catheter was revised as of the date of this report. There were no patient symptoms associated with this event; patient status was noted as alive with no injury. Drugs delivered via the device were fentanyl and clonidine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that on (B)(6) 2013, expected volume was 2.4 ml and actual volume was 6ml. On (B)(6) 2013, expected volume was 9.7 ml and actual volume was 13ml. A dye study was performed on (B)(6) 2013 that showed that the pump wasn¿t aspirating well as reported previously. It was stated that the issue was at the catheter tip; ¿some sediment had built up¿. The pump remained implanted and currently since patient¿s insurance stopped covering that high of a concentration, the fentanyl concentration was decreased from 26,000 mcg/ml to 5,000 mcg/ml; clonidine conc. Was 60 mcg/ml. To compensate for the significantly lower concentration, the patient¿s rate was increased significantly. Patient¿s pump now needed to be refilled.

Event description:
Additional information reported the catheter was revised but no apparent problem was seen by the physician. The patient is doing ok now and has had to have his pump turned down since the surgery.

Manufacturer narrative:
Product ID: 8590-1, lot# n257983, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).